Manufacturer narrative:
Product complaint # (B)(4). Visual examination of the sfx torque handle has revealed significant wear from general usage. The sfx torque handle was tested for torque. The handle could not be turned to take the readings and is found out of specification. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. The sfx torque handle has a potential field age of over 9.5 years. It has been extensively used based upon its worn appearance and was likely subject to numerous autoclave cycles. Extended use over time can cause the internal lubricant to dry up and the internal components to bind. Although not proven, the most probable root cause for the handle not functioning as intended can be attributed to lack of maintenance during its time in use. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon was final tightening the crosslink when the torque handle and shaft stripped one of the inner nuts. A new torque shaft was used and the torque handle caused the shaft to shear inside the nut. Surgeon tried to remove the crosslink, but was unsuccessful, causing him to remove the rods and reinstrument the rods and a new crosslink. Patient consequence? :yes. Patient consequence description:increased anesthesia time of approximately 15 minutes. Is the information being submitted for this complaint all the details that are known/available regarding this event? : yes.